Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product, and a confirmed diagnosis for alcl." Pathological markers confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, yellow particles on the surface of the shell, and cloudy gel. The weight of the device was within specification. Voids were observed after the autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product, and a confirmed diagnosis for alcl." Pathological markers confirming alcl have not been received. The device has been explanted.

Event description:
Patient representative reported "itching, pain, accumulation of fluid, swelling, seroma, depression". Patient representative additionally reported "night sweats, significant scarring, insomnia" not related to the device. Treatment: device explant, capsulectomy.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of diagnosis of alcl: (B)(6) 2021.